Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the lead site. The patient was treated with antibiotics and surgical intervention took place where the whole system was explanted to address the issue. The infection has resolved and the manufacture representative will no longer be receiving updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.